Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, and the autofill failure issue was resolved by replacing the volume cylinder. The fe also replaced the clamp cable, and then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) hospital.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.